Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5mm suture anchor product used for treatment, was returned for evaluation. The insertion device was returned with suture still wound on the cleats. The entire anchor was returned but had been fractured. The distal portion was distorted off at a right angle. The proximal portion of the anchor remained on the inserter. Further inspection confirmed damage of an inserter fork which was bent inward. The symptoms are consistent with loss of axial alignment and excess torque applied during insertion. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition. Recommended prep instrument for normal bone condition is a pilot hole with a 3.5mm spade tip drill and a 4.5mm threaded dilator. No other complaint were reported for this lot. Product met specifications upon release to distribution.

Event description:
It was reported that the 4.5 absorbable anchor was expected to use during shoulder cuff repair surgery. After package open, the anchor was put into the tunnel entrance that had been pre-drilled. The anchor broke when screwed. The anchor and all fragments were taken out. 30 minutes delay and there was a back up available to complete the procedure. No patient injury was reported.